Event description:
It was reported that the user experienced a low blood glucose event while sleeping, with a documented glucose value of 60 mg/dl that subsequently improved after oral glucose intake; troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities. Investigation included review of the event details and user-reported troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.